Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Reportedly, customer filled and loaded previous cartridge to address the event after multiple attempts at loading new cartridges. Blood glucose level was 400mg/dl.